Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back with a continuation of their previously reported issue: the patient reported they were having a "little trouble" because the therapy didn't seem to be helping them. The patient stated they wouldn't get the urge and would then have a lot of accidents. The patient stated that they weren't feeling the stimulation all the time, (that they would only feel it when they moved). The patient stated they weren't feeling the stimulation now and they needed assistance in connecting to their settings to check if the therapy was on and to make an increase to the stimulation. The patient stated initially that when they would feel the stimulation, it didn't feel "normal," and that it felt like "a shock.," but then confirmed that they just meant that they felt the fluttering/tingling of stimulation with certainmovements (like walking) and while it was not uncomfortable, it was surprising for them when it happened. Patient services reviewed stimulation and programming considerations with the patient. The patient also stated they walked a lot and was worried that they "did something" while walking. Patient services redirected the patient to follow up with their managing health care provider (hcp) about their concerns. The patient was able to connect to their therapy settings with the help of patient services and the therapy was on. The patient increased the stimulation and they stated they felt the stimulation like pins and needles in their leg. The patient then brought the stimulation down a little more to where it was comfortable, thought they weren't sure if they felt the stimulation. The patient was going to monitor their symptoms now that a change had been made and was going to reach out to their hcp to discuss their symptom stimulation considerations as well as to discuss other programming options.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that patient doesn't think it is working. They were having lots of problems with accidents. They were not feeling when to go to the bathroom. It seemed like it was working. A couple days ago they had return of symptoms. Today they went out to lunch with a friend and the therapy was not working. Patient said, there was two manufacturer representatives at the implant and they didn't tell them how to use the equipment, they just handed them the box. Walked patient through checking their settings. Their therapy was on. Patient tried increasing their stimulation from 0.4ma to 5.0 ma and felt nothing. Tried switching to another program and increased to 7.0ma and felt nothing. Patient said, they were nervous something is wrong. They did not have any falls or accidents. All patient did was put away their christmas tree. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included patient said she had an appointment with the doctor, they think on wednesday. Sent an email message to the manufacturer reps asking for them to reach out to the patient.